Event description:
Pt's uterine cavity was measured, uterine length of 70 mm. The cervix had been dilated with some difficulty believed to be due to scarring; sounding checks were done with no discrepancy recorded. The mea applicator was inserted and treatment commenced with no problems, for a treatment time of 2.5 minutes; treatment band and profile normal. Pt discharged home and next day presented back to hosp with pain and symptoms of peritonitis. Laparotomy was performed which identified 1.5 cm perforation on small bowel, which was subsequently resected, and the right tube/cornu was white and neurotic; no uterine perforation.